Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12 april 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not yet received.

Event description:
It was reported that the suction catheter came away from the cone adapter during suctioning. The suction catheter was replaced immediately for a new one and there was no impact to the patient's health. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received without the original packaging. The sample was visually inspected, and it was found that the bushing was detached from the cone adapter. The bushing was inspected under magnification, and no visible evidence of adhesive residue was noted on the outside of the bushing. The components were viewed under uv light. There was visible evidence of adhesive with optical brightener, however, the coverage of the adhesive appeared inconsistent. The reported event was confirmed. The root cause was determined to be manufacturing related. All information reasonably known as of 02 may 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m6055t505 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).